Manufacturer narrative:
Correction: device MFR date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient hospitalization for fluid volume overload. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The pdrn stated the suspected cause of the fluid overload is the patient¿s peritoneal membrane. Peritoneal membrane dysfunction is a known complication of pd therapy due to the use of conventional bio-compatible pd solutions over time. (Saxena, 2008) based on the limited information available, the liberty select cycler can be excluded as the cause of the patient¿s fluid overload event. However, the pd therapy itself with use of the liberty select cycler most likely contributed to the patient¿s fluid volume overload. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) reported that they were hospitalized due to fluid overload. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn did not have information regarding the hospitalization; however, the cause of the fluid overload is suspected as the patient¿s peritoneal membrane and not the liberty select cycler. The pdrn stated that the cycler was new. There were no allegations of a device malfunction or deficiency reported for this event. Additional information was requested, however, to date not provided.